Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the balloon broke after only 33 days of use. Another tube was inserted to resolve the issue.